Manufacturer narrative:
Motor error alarm during basic occlusion test due to faulty fsr. (Gold) unable to perform basic occlusion, occlusion, prime/a33, the excessive no delivery test due to motor error alarm. Pump passed a21 test. All operating currents are within the specifications no unexpected low battery or off no power alarm noted. Motor passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 460 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.